Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the balloons (quantity 2) on the coda lp balloon catheter popped during inflation for an evar (endovascular aneurysm repair). There were no reported serious injuries to the patient as a result of the product problem.